Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 70% stenosed ostial lesion was located in the left anterior descending artery (lad) with a dense thrombosis and timi 0 flow. Two serial runs were performed with a thrombectomy catheter and a 3.0x15mm maverick balloon was used to predilate the lesion. Finally, a taxus express2 3.0x16mm drug eluting stent was deployed at 16 atm's, resulting in a 0% residual stenosis. Beta blockers, ace inhibitors, aspirin, plavix and statins were initiated. Two years later, a cardiac catheterization and angioplasty was performed for acute anterior myopathy. The stent in the proximal lad was totally occluded with thrombus and timi 0 flow distally. Multiple passes were made with an aspiration thrombectomy catheter. Significant residual filling defects were noted, however, timi flow was 2. Several more passes were made with the thrombectomy catheter and a large amount of thrombotic material was aspirated. The lesion was restented with a taxus express2 3.5x24mm drug eluting stent deployed to 14 atm's. Ic ntg was administered and f/u angiography revealed 0% residual stenosis with timi 3 flow. No atheroembolization was noted. The pt received lovenox and reopro during the procedure. No further complications were reported.

Manufacturer narrative:
The complainant device was not returned for analysis. A review of the manufacturing records was not possible because the batch number is unknown. The most probable cause is considered anticipated procedural complication as thrombosis is a known physiological effect of the procedure and is noted within the directions for use.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 70% stenosed ostial lesion was located in the left anterior descending artery (lad) with a dense thrombosis and timi 0 flow. Two serial runs were performed with a thrombectomy catheter and a 3.0x15mm maverick balloon was used to predilate the lesion. Finally, a taxus express2 3.0x16mm drug eluting stent was deployed at 16 atm's, resulting in a 0% residual stenosis. Beta blockers, ace inhibitors, aspirin, plavix and statins were initiated. Two years later a cardiac catheterization and angioplasty was performed for acute anterior myopathy. The stent in the proximal lad was totally occluded with thrombus and timi 0 flow distally. Multiple passes were made with an aspiration thrombectomy catheter. Significant residual filling defects were noted, however timi flow was 2. Several more passes were made with the thrombectomy catheter and a large amount of thrombotic material was aspirated. The lesion was restented with a taxus express2 3.5x24mm drug eluting stent deployed to 14 atm's. Ic ntg was administered and follow-up angiography revealed 0% residual stenosis with timi 3 flow. No atheroembolization was noted. The patient received lovenox and reopro during the procedure. No further complications were reported. It was further reported that 20 months after the second stenting procedure, the patient had an mi. The patient was admitted to the intensive care unit for a drug overdose and had stuttering chest pain. Her troponins peaked at 0.56 and she was experiencing a troponin leak secondary to a non-st elevation mi. An electrocardiogram showed sinus tachycardia at 102beats/min. The patient¿s cardiac medications were adjusted.

Manufacturer narrative:
(B) (4).